Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and reviewed both of the images with the customer. The fe performed the reader camera adjustments and created a new reference image. The customer ran qc and accepted the results. Repairs have returned this instrument to expected operation. Complaint : (B)(4).

Event description:
The ortho provue gel camera misread haze and resulted it as negative. No erroneous results were reported.